Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR could not be performed as the lot/serial number was not reported. Stryker procedure(s) support(s) that the device was unlikely to have been released from stryker with the reported failure mode. The reported event could be attributed to: improper handling/storage subsequent to distribution from stryker. Contamination of device in pre-op inspection. The instructions for use (IFU) state: this product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse and is therefore intended for single use. Attempts to clean or sterilize these devices without appropriate regulatory authorization may result in bioincompatibility, infection, or product failure risks to the patient. Package is provided sterile by method of ethylene oxide gas. Inspect packaging for damage. If damaged, do not use. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the reprocessed ligasure failed. It was noticed by the physician that the hysterectomy infection that he assisted with had used a reprocessed ligasure device during the case. The complainant is not aware of any patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the reprocessed ligasure failed. It was noticed by the physician that the hysterectomy infection that he assisted with had used a reprocessed ligasure device during the case. The complainant is not aware of any patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.